Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the previous shock impedance measurements were 142 ohms. Over the past year, the shock impedance measurements have gradually increased to 195 ohms. Boston scientific technical services (ts) reviewed the available data and confirmed there was no noise observed. All other lead measurements were stable. Ts indicated the gradual increase in shock impedance measurements was likely related to tissue to lead interface issue such as calcification. No changes were made to the system, the patient will continue to be monitored appropriately. No adverse patient effects were reported.